Event description:
The patient reported having an overbite, cracked tooth caused by the aligners, and misalignment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.